Event description:
Reportedly, after the pt had radiotherapy, a pacemaker follow-up was performed. The battery impedance measurement was over 14 kohms, whereas the magnet rate was equal to 96 min-1. The device was interrogated with another programmer which displayed respectively the battery impedance and magnet rate at 0.55 kohms and 96 min-1. The physician decided to replace the device and to return it for analysis.

Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.